Event description:
The PICC was implanted in 2002 the nurse tried to inject and the catheter blew up internally. The catheter didn't come completely apart, the PICC was removed in 1 piece and another PICC placed. No pt injury. No other info provided.